Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. Review of the controller log files revealed that the pump's power consumption was consistent and within the normal operating range for the past 14 days through 22/oct/2020 and no alarms were logged within the analyzed period. Information received from the site indicated that the patient experienced shortness of breath, which was though to be associated with an exacerbation of chronic obstructive pulmonary disease (copd), and was placed on a non-rebreather. An outflow graft obstruction was suspected and a computerized tomography angiography (cta) revealed an outflow graft thrombus which narrowed the graft. The reported thrombus event could not be confirmed due to insufficient evidence. Based on the available information, there is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, device thrombus and respiratory dysfunction are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: outflow graft h3:yes h6: FDA method code(s):b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12, d14 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the patient's compliance with anticoagulation therapy, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: heartware ventricular assist system ¿ outflow graft, model #: 1125 / catalog #: 1125 / expiration date: 31-aug-2022 / serial or lot#: (B)(4), UDI #: asku, no, mfg date: 31-aug-2020, no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient went to the emergency room for shortness of breath (sob) which was thought to be an exacerbation of chronic obstructive pulmonary disease (copd) and outflow graft (ofg) obstruction was suspected. The patient was placed on a non-rebreather and was transferred and admitted to a different hospital. A gated coronary computerized tomography (CT) angiography showed an ofg thrombus that remained patent but narrowed. The patient refused an ofg revision and a few days later their lactate dehydrogenase (ldh) was elevated. The patient was discharged to hospice and the patient subsequently expired. It was further reported that an autopsy was declined.